Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvs tray co 44mm pn115370 ln796530. Comp rvrs shldr glnsp std 41mm pn115320 ln595680. E1 44-41 std hmrl brng pnep-115396 ln038440. Foreign report source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total shoulder arthroplasty procedure. Subsequently, the patient was revised due to disassociation of the glenosphere taper from pmi base plate roughly 2 months later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : ep-115396 e1 44-41 std hmrl brng 038440, 115370 comp rvs tray co 44mm 796530, 115320 comp rvrs shldr glnsp std 41mm 595680, 113614 comp primary stem 14mm micro 735250. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.